Event description:
A (B)(6) female pt reported that she experienced an 'eye infection' on two occasions after using private label multipurpose solution. She indicated that a couple months prior to her report she experienced redness, felt like she had something in her left eye or the lens was torn, and her eye was uncomfortable. She self-treated with some trobramycin/dexamethasone she had on hand and her symptoms resolved. When she resumed lens wear she started with new lenses, lens case, and solution. Her symptoms returned, but were more intense (only in the left eye) and she sought medical treatment. She was told she had an infection and was prescribed vigamox to use four times a day. Medical records form the eye care professional indicated the pt was diagnosed with keratoconjunctivitis in the left eye only. When she returned 5 days later, notes indicate the eye was healed. The doctor did not provide causality assessment. Pt does not routinely perform a rub and rinse step (misuse) and does not clean he lens case unless she sees 'crusty stuff on it.'

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The reporter returned two open bottles (same lot) of private label multipurpose solution. Both bottles met physico-chemical specifications and all parameters were within established acceptance criteria. However, the top of one bottle came off during transit to the manufacturing site. This bottle was found to be no longer sterile. The second bottle was found to be bioburden free. All pertinent information has been provided.